Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used during retrograde intrarenal surgery procedure performed on (B)(6) 2013. According to the complainant, during withdrawal, the physician felt resistance and when the device was completely removed from the patient, the tip was missing and left inside the ureter. The tip was removed using forcep. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
From a visual evaluation, the tip of the dilator was found to have detached/separated from the device. Evaluating the detached ends, there was no significant deformation, surface irregularity or material transfer at the point of breakage. During manufacturing, the tip is welded/bonded to the dilator extrusion and it appears that the tip detached/separated from the dilator at the weld/bond during withdrawal from the patient. Taking into consideration the thorough evaluation conducted at the cis and the details of the complaint, this investigation will be assigned the most probable root cause classification of undeterminable. There were no non-conforming events or any deviations identified in the DHR review. The DHR review confirms that the accepted device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used during retrograde intrarenal surgery procedure performed on (B)(6) 2013. According to the complainant, during withdrawal, the physician felt resistance and when the device was completely removed from the patient, the tip was missing and left inside the ureter. The tip was removed using forcep. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.